Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The patient was hospitalized (reported as from seven days) for the event and was treated with unspecified medication. At the time of this report, the patient outcome and action taken with pd therapy were not reported. Additional information is not available.